Event description:
The patient reported that they developed vcp shortly after their device was implanted. No other relevant information has been received to date.

Event description:
It was reported that the patient experienced vocal cord paralysis for a period of time after being implanted with the vns system. System diagnostics were performed around the time of the reported vocal cord paralysis and indicate normal device function. No additional or relevant information has been received to date.